Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue "upstream occlusion was way out of range and was tested multiple times" was not reproduced. The device was tested for ultrasonic sensor upstream occlusion testing and successfully passed. A review of the event history log revealed multiple occurrences of upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be upstream sensor values were out of specification and unable to be calibrated. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump repeatedly tested out of range for an upstream occlusion alarm occurred during preventative maintenance testing. There was no patient involvement. No additional information is available.